Manufacturer narrative:
Product grid revised-suspect changed from cad nfv to cad_syr_tube. The customer report that the bonded texium syringe leaked was not confirmed. Although the customer provided photo shows a used broken texium 60ml syringe with the breakage observed as part of its "collar" broken off and the broken off "collar" piece still affixed onto its texium connector, no investigation was able to be performed as the customer did not sequester the product. The root cause was not identified.

Event description:
It was reported that the bonded texium syringe leaked a drug behind the plunger. The attached pdf document indicates there was no patient harm as a result of this event. Although requested, no further patient or event details were provided by the customer.

Manufacturer narrative:
The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified. Requested patient demographics however not provided.

Event description:
It was reported that the bonded texium syringe leaked drug behind the plunger. Although requested no further event details were provided by the customer.